Event description:
Haf and lipids infusing via uac. Blue stopcock cracked and baby lost 8 cc of blood. Crack was small enough that the blood pressure monitor never alarmed, and rn just happened to walk by baby and saw blood. The uac (umbilical artery catheter) stopcock was noted to be leaking hyperalimentation fluid (haf). Stopcock was noted to be cracked. It was changed out and co rep was notified of problem. Stopcock was retained in risk mgmt file.